Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia, with glucose rising to 273 mg/dl and remaining above 180 mg/dl for approximately four hours after a usual lunch, then returning to range without an infusion set change and without device alerts or alarms. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction was identified and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.